Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that an unknown error message occurred on the rotaflow console and the pump stopped while priming. The priming was performed as preparation for clinical use. After the error occurred, they turned the power back on and the problem was solved. After that, the problems was not reproducible. The hospital stuff in charge does not remember what error occurred. The treatment was started with another rotaflow. No patient was involved. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The customer reported an error message, which they did not remember which one was displayed. It occurred during priming. After the error occurred, they turned the power back on and the problem was solved. The problem was not reproducible by the customer. The hospital stuff in charge does not remember what error message occurred exactly. The treatment was started with another rotaflow console. A getinge field service technician trouble-shooted the rotaflow console with s/n (B)(6)and could not confirmed the reported failure. The rotaflow console (rfc) flow measure board (article number 70101.1681) and rfc control board kit (article number 70103.4051) will be replaced as a precaution. Based on these information the reported failure "error message" could not be confirmed. However, the failure mode "error message" can be linked to the following most possible root causes according to the risk management file (dms#(B)(4)). Defective motor control electronics. Pump stop intervention after technical error (e.g. Pump runaway, error head). Unintended rpm change by user. Defect of internal power supply (dc/dc). The review of the non-conformities has been performed on 2021-03-26 for the period of 2012-09-01 to 2021-03-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2012-09-01. This complaint will be closed and as soon as significant information becomes available the complaint will be reopened and necessary steps will be initiated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).